Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.

Event description:
Foreign affiliate reports a central corneal ulcer. The patient has been an acuvue 2 wearer for about 6 years and a contact lens wearer for 8 years. No lot information is available. The patient started wearing the lenses in question on or about 2007. The affiliate reported the patient reported conjunctivitis like symptoms four days later, and stopped wearing lenses. The patient self treated with eye drops. Six days prior, the patient presented to the eye care provider with blurred vision. The patient was diagnosed with a 1mm central corneal ulcer od. The patient was prescribed. Afaltotina forte %5 and vigamox. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.